Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter in law reported via phone call that her father-in law's insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer performed troubleshoot but the display did not return. Customer advised to the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.